Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) levels have been running as high as 300 - 500 mg/dl with thirst, fatigue, and sleepiness. Pump has been emitting occlusion alarms daily for the last month and was emitting them regularly prior to that. She changed from inset infusion sets to inset 30 in the second week of (B)(6), but continues to receive occlusion alarms.. States she occasionally has kinking of the canula but not always. Rotates sites on abdomen. Denies scar tissue, denies cannula kinking with every occlusion alarm. Customer support (cs) could not cannot identify any issues with technique or infusion set at this time and is replacing the pump event. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following results: a review of the pump¿s history showed multiple occlusion alarms; the force was high at the time of occlusions. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump was able to successfully perform a rewind, load, and prime sequence with no alarms. The force sensor was found to be in calibration. The pump was exercised for 24 hours with no occlusions. The pump passed a flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.